Manufacturer narrative:
Sample material from the patient was received for investigation where an interference with the ft3 idiotype component of the reagent was confirmed. This interference caused the high ft3 result at the customer site. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
Sample material was requested for investigation.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module compared to the diasorin method. The result from the e601 module was 13.14 pmol/l. This result was reported outside of the laboratory. The result from the diasorin method was 3.79 pmol/l. The e601 module serial number was (B)(4).